Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose in (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 80 mg/dl after being treated by paramedics. The customer was given intravenous glucose to treat. The customer experienced symptoms such as rolled back eyes and unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The customer is a brittle diabetic. The insulin pump will not be returned for analysis.